Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection, the service technician observed spindle housing corrosion.

Event description:
It was reported that the core impaction drill was overheating at the user facility. The user facility was not able to provide any further information regarding the reported event.